Event description:
The customer reported to gambro that a pt expired 5 hours after treatment. According to the staff, the patient's death was not related to the use of the prismaflex. The pt was a boy who had a viral illness that put him into a multisystem failure. When they decided to put him on the prismaflex machine, he was unresponsive, i.e. Unconscious at the time of treatment. Midazolam was given as a sedative and he was connected to a ventilator. The child also had hypotension. They performed cwhdf therapy as last attempt at life saving measures and to run therapy for course of circuit life.

Manufacturer narrative:
The technical data card files with info have been made available to the MFR. There is no indication that the prismaflex machine has malfunctioned. It is a gambro policy, that all deaths occurring during or within 24 hours after treatment, regardless of cause, shall be reported. Gambro has found no evidence to suggest that its device caused or contributed to this event.